Manufacturer narrative:
No manufacturing issues were noted within the batch record that could affect the quality of the product. The lot was shipped per the applicable product shipping conditions and instructions. The following additional information was provided: ¿ the surgeon applied the idrt on expose tendon area and fixed it. It seems that the skin did not growth in the collagen matrix. The collagen matrix was not integrated by the derma. The surgeon decided to take off the idrt and concluded that idrt was probably not the device which suit for this type of wound." Idrt single layer is indicated for the post excisional treatment of full-thickness and partial-thickness injuries where sufficient autograft is not available at the time excision or not desirable due to the physiological condition of the patient. It is also indicated for use in reconstruction of post-excisional, full-thickness defects of the integument where there is, in the opinion of the treating surgeon, a potential benefit to the patient by improving the reconstructive outcome or decreasing their mortality/morbidity. The root cause is undetermined. The most likely root cause is ¿inadequate environment for wound healing.¿

Event description:
N/a.

Manufacturer narrative:
Additional information received: the patient was debrided on (B)(6) 2019. He had an abscess that was removed and the skin was exposed. They treated the patient with wound negative pressure until implantation of idrt. On (B)(6), patient was debrided and idrt applied. They made infection test in the wound bed before implantation of idrt and the test show no infection. They followed step by step the IFU to applied idrt. They applied thin idrt. They fixed the idrt with suture (5.0 ethilon) and used vac therapy. They also treated the patient with intravenous antibiotic (vancomycin) patient did not complaint. He has alcohol disease. The idrt was explanted on (B)(6) 2019. The patient went in another hospital for plastic surgery.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported that an idrt single layer 2x2 (ID 62021) was implanted on the back of the hand with exposed tendons and it did not rebuild. Additional information has been requested.